Event description:
On august 3rd, the facility initially reported that, while transferring the pt in the lifter from a bed to a chair, the hanger suddenly dropped to the floor. Initial report is that both lift straps have broken; they are loose. In a subsequent report on september 1st, the facility reported the ward sister was transferring the pt from the bed to the chair and, in mid-transfer, the lift failed and dropped the pt to the floor. There were no reports of any injuries to the pt. The lift had been used all day before the incident. (B) (4).